Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the display screen of the insulin pump went dark. The blood glucose reading was 256 mg/dl. The patient was unable to see if the insulin went through. In troubleshooting, the customer was unable to check her bolus because the display screen was blank. No further information was provided.